Event description:
Home pt (hp) notified technician support that pt's transfer set had separated from the titanium adapter, thus resulting in an effluent leak. The reported incident occurred while the pt was receiving automated peritoneal dialysis therapy. The home pt contacted pt's healthcare professional (hcp) and received a transfer set change and was treated prophylactically with ancef 2gm and gentamycin 50mg intraperitoneally, daily for 3 days. The transfer set was 3 months old. No pt injury reported per hcp.